Event description:
It was reported that the patient had a rash all over their body and it was suspected that the patient could be having an allergic reaction to the implant. It was later reported that the cause of the event was due to infection. The intervention consisted of a surgery. The patient required hospitalization. It was stated that the infection was requiring removal of the device.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a160, serial# (B)(4), implted: 2013-11-19 explanted: product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).